Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to unknown reason. Additional information including product information has been requested but has not been received.

Manufacturer narrative:
Corrected data: brand name, common device name, model #/lot #. Additional information: the lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined. It is to be noted that b+l has determined that this adverse event was previously reported to FDA as MDR# 0001313525-2015-02924.